Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 02-apr-2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: a photograph was provided by the customer for evaluation. The photograph displayed the suspect cartridge and the plunger rod tip can be observed to be fully advanced. Additionally, the cartridge tip can be observed to be deformed. Visual inspection revealed that the complaint device was received with the plunger rod advanced. Viscoelastic was distributed through the length of the cartridge; the cartridge tip was cracked, and the damage extended to the cartridge. The lens module was inspected, revealing no damage or viscoelastic residue. Device assembly was inspected, revealing no issues. Plunger rod advancement was inspected and no resistance was identified. No lens was received for evaluation. The complaint issue "cartridge tip cracked/damaged" was identified during photograph and product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal intraocular lens (iol) injector tip tore during implantation. There was no injury to the patient and the iol was implanted without any other issues. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: n/a - as lens remains implanted. Section e1 - telephone number: (B)(6). Section h3: the suspect device was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.